Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This complaint was reported as the tibial inserts vks could not be fixed onto the tibial component vks. The surgeon discarded the tibial component and inserted a new one. This event caused surgical delay which was greater than 30minutes.